Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as due to the patient¿s decreased immunity (also described as ¿the patient became immune to antibiotics¿) followed by prolonged ¿antibiotic treatment¿ received to treat another indication, however, this was not medially confirmed as the cause for the peritonitis event. The peritonitis was manifested by abdominal cramping and on the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient was treated for the peritonitis with gentamicin, intraperitoneally (ip), (1600 milligrams, for 11 days). At the time of this report, the patient was finished with the antibiotic treatment. Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.